Manufacturer narrative:
According to additional information from the field representative the patient has died from covid and there was no device replacement.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended but there is enough reserve to maintain functions for 60 days. No additional adverse patient effects were reported. Product remains in service. According to additinalinformation from the field representative the patient has died from covid and there was no device replacement.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended but there is enough reserve to maintain functions for 60 days.